Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned to the manufacturer in segments and analyzed. The outer insulation was breached (environmental stress cracking), all conductors had blood/body fluid (not obstructed), and outer insulation had cosmetic environmental stress cracking.

Event description:
It was reported that the lead was explanted due to the patient having tricuspid valve surgery. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.